Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of (501, 300, 200 mg/dl and 115 mg/dl) within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer reported experiencing symptoms of perspiration after waking up and headache. Customer reported informing her caregiver about her symptoms but denied taking any treatment. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: a blood glucose reading above 500mg/dl will give a reading of "hi" in the adc meter.